Event description:
During an aneurysm procedure the foot of the af02 broke off and was not retrieved from the pt's wound site. No pt impact was reported. On f/u it was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was damaged by tool contact. On f/u it was confirmed that there was no pt impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."